Event description:
It was reported that the customer had an air bubble in the reservoir. Customer's blood glucose level was 215 mg/dl. Bubbles are located in the neck of the reservoir. Customer stated that the bubbles are a fair size. Customer stated that the pump was not rewound with a reservoir in place. Insulin was not stored at room temperature. Customer was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Customer was advised to remove the infusion set from the body. Customer did not have the tubing clamps. Customer was instructed to tap the reservoir to gather small bubbles into a large one. Air bubbles did not persist after the set change. Customer was advised to monitor the issue and call back if problems persist. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.